Event description:
It was reported by service report that the stretcher zoom function operates intermittently. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.